Event description:
A customer reported cartridge alarm. There was no adverse impact to the customer¿s blood glucose level, with no readings given that exceeded 500 mg/dl or dropped below 54 mg/dl. The customer initially took no action but later reported a cartridge alarm, which did not cause blood glucose levels to exceed normal ranges. They confirmed cartridge alarm issues, and a replacement pump and cartridge were sent to the customer by technical support. The customer was also provided guidance on returning the problematic pump and informed of the steps needed to activate the replacement.